Manufacturer narrative:
--

Event description:
Additional information indicates that the patient was in hospice care. The physician intentionally programmed the device to monitor only. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that via patient remote monitoring system, a red alert was detected for this cardiac resynchronization therapy defibrillator (crt-d). This device was reprogrammed to monitor only. The device remains in service. No adverse patient effects were reported.